Event description:
A ventricular assist device pt being supported by the dual drive console (ddc) was operating on battery power while ambulating and approximately 15 minutes in the bottom module shut off. The pt was removed from the unit. The MFR is attempting to obtain further info surrounding this event.